Event description:
It was reported that suture placement was attempted in the left common femoral artery with a proglide device using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f and mildly calcified. Reportedly, during placement the suture broke into two pieces. The proglide was removed and a second proglide device was used, successfully pre-placing the suture. The sheath was upsized to an 8f, 10f, 12f then 16f. The tavi procedure was completed and hemostasis was achieved using the pre-placed suture. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that mild calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture break was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.